Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), product type: lead, ubd: 14-jun-2020, UDI #: (B)(4). Event problem codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that she was getting poor coupling bars when charging. The patient reported that her paddle lead moved in (B)(6) or (B)(6) 2019 and she had a lot of pain, she had surgery 3 weeks ago to fix the problem. The actions taken prior to the call were that the patient repositioned and turned the dial on the antenna several times and was only getting two coupling bars to charge. Troubleshooting was done on the call, but the issue did not resolve. Email sent to repair to replace the antenna. On june 12th, additional information was received from the patient. The patient called back and repeated that they haven't gotten good coupling since the surgery to move the lead back and a laminectomy a few weeks ago. The patient stated that with the new antenna they briefly got 6 boxes, but have consistently gotten 0. Patient services walked the patient through recharging position. The patient still got 0 coupling boxes. Patient services had the patient activate antenna locate (al) and the patient saw 52 and 54, with a high of 56. Patient services had the patient move the antenna around and they were able to reach 72. The patient was instructed to hold the antenna there and to end the al session and begin regular recharging. The patient was able to get 8 coupling boxes. Patient services walked the patient through how to maintain and offered to send adhesive discs to the patient. Patient services was ordering one box of adhesive discs for the patient. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were not really sure what caused the lead to move but thought maybe it could have been to either a fall they had after having a total knee replacement or due to removal of bone during a 3-level laminectomy at the lead site. No further complications were reported.